Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-05746. It was reported that during procedure, the atrial port set screw on the pacemaker was stripped and the atrial lead could not be removed from the header. A visual insulation breach confirmed when the previous device was removed from the pocket. Visual of an insulation breach was confirmed when the device was removed. The device was removed, and the atrial lead was capped on (B)(6) 2020. The patient was in stable condition.